Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Lockout, advancer. The analysis results found that the device was received partially opened. Further evaluation found that the tip of the advancer was protruding and the lockout was broken as it was fired through. A possible cause of the found condition of the advancer is once the device was fired through lockout, the feeder shoe tang overrides the feed bar pocket and the feeder shoe tang got damaged pushing the advancer forward. Please note the device contains a last clip feature designed to increase the force required to close the trigger, thereby reducing the possibility that the empty jaws will be closed on a vessel. If the trigger is forced closed, once the last clip lockout has engaged, the jaws may remain closed. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the tip of the advancer slid toward tissue stop during causing that the jaws remained in the closed. The trigger was manually assisted in order to open the jaws without any difficulties noted; a pear shaped clip was released. In addition, the device locked out as intended but the orange indicator was not visible. This finding is not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process. Batch # g9lr89 mfg date 12/17/2010, exp date 11/17/2015.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure there were three devices that jammed and would not fire. They used a fourth device and continued with the procedure.